Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded motor home switch. No unexpected reset to factory default noted. Unable to verify alarm in alarm history screen or perform the displacement test due to motor error alarms. Unit had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 251 mg/dl. The device was returned for analysis.